Manufacturer narrative:
Pump was received with blank display. Unable to determine the root cause, problem isolated to mb. Unable to verify external flash crc error alarm due to blank display.

Event description:
The customer reported via phone call that their insulin pump alarmed with an error indicating a failed memory test. Troubleshooting was performed and the insulin pump passed self testing without a recurrence of the error. The insulin pump will be returned for analysis.